Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the customer is in a rehab facility and is not connected to the insulin pump. Caller stated that there is no reservoir in the insulin pump. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.